Manufacturer narrative:
The sample was collected in a serum tube and was centrifuged for 5 minutes at 3200 rpm at room temperature. Qc results were within the customer's established ranges prior to and after the event. System information has not been supplied to date. Customer product line support (cpls) performed additional testing on sample. Cpls did not detect interferent but confirmed the customer's result. Although issues with interferent in patient sample has been addressed, no clear root cause for the event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated ft3 result for one patient generated on unicel dxi 800 access immunoassay analyzer. The result was reported out of the laboratory. Subsequent testing at an alternate site on another methodology produced result in a lower clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.